Manufacturer narrative:
On (B)(6) 2012, intuitive surgical received an email response from (B)(6), indicating that the procedure was not converted to open as previously indicated. The mitral valve repaired surgical procedure was completed successfully with another davinci si robot system borrowed from the next operating room. This caused a 20 minutes delay, the procedure was completed successfully with no adverse event or affect to the patient. Customer provided additional information regarding this case. According to the customer a scope warming thermo solution fell from a mayo instrument stand near the vision side cart and some of the saline solution from the thermo was absorbed into the front of the vision side cart where the fan vents are located. The system warning error code 252 occurred and the customer was able to undock the system in the 10 seconds before it shutdown.

Manufacturer narrative:
An isi field service engineer (fse) went onsite and was able to replicate the customer reported failure. The investigation conducted by the fse concluded that system error code 252 was associated with a video slice (vsl) printed circuit assembly board. The vsl is a video processing board in the system. The vsl takes in 8 video streams, conditions them, and blends them together into 4 blended outputs. It was determined that the water which was inadvertently spilt onto the vision cart by the surgical staff made contact with the vsl board, thus causing the vsl board to malfunction. The system was repaired by replacing the affected vsl board. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 252 appears when the master supervisory controller does not receive an expected message within a specified time. Upon determining this condition, the system records the fault and transitions to a safe state. The vsl was returned, however, reported failure experienced by the customer could not be replicated during internal evaluation. This may have been due the water moisture evaporating prior to evaluation.

Event description:
It was reported that during a da vinci si mitral valve repair procedure, the surgical staff experienced system error code 252. The system was power cycled and the same error recurred. While an isi technical support engineer attempted to troubleshoot the issue via telephone, the initial reporter indicated that water had been accidentally spilt on the vision cart prior to system error code 252 occurring. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.